Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During a poster presentation at the (B)(6) neurosurgical society event held on (B)(6) 2020, it was reported that on an unknown date, duragen was placed for a craniotomy procedure and reoperation was done on an unspecified date due to cerebrospinal fluid (csf) retention. No allegation of product malfunction was reported, and no further information was provided by the facility.

Manufacturer narrative:
Duragen was not returned for evaluation (per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. A medical assessment was requested, and the following was concluded: ¿csf leak is a known complication of the procedure and a known complication of using duragen. No further information is available regarding patient status. Product was found acceptable and was not reported to have failed prior to clinical use. No further information was provided from the hospital and reported products will be not returned for analysis.¿

Event description:
N/a.